Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown) during a medical transport, the device intermittently shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.